Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with that before use of the bd micro-fine ultra¿ insulin pen needle at the opening the package by the nurse, it was determined that a cannula is externally contaminated.

Manufacturer narrative:
Investigation summary: thirty one sealed and one open 31g x 8mm pen needle samples were returned from lot. No. 8072788, cat. No. 325105. Visual examination was carried out on the open sample and burn marks were observed on the cover. Visual examination was also carried out on the thirty one sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most likely cause of this issue is incorrect moulding machine start-up.

Event description:
It was reported with that before use of the bd micro-fine ultra¿ insulin pen needle at the opening the package by the nurse, it was determined that a cannula is externally contaminated.